Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 09/10/2015. Apollo received the maude event report (mw5043928) from FDA on 08/12/2015. This report has no contact information for further follow-up, and therefore apollo is unable to request the product be returned, serial number, or clarification of events associated with this report. Device labeling: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Caution: patients should be advised that the lapband® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Caution: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant.

Event description:
Reported via maude event report (mw 5043928) as: "I had lap-band surgery in 2009 and due to the current medical problems (acid reflux, vomiting, weight gain, abdominal pain, and chronic indigestion), I am told I will need to have it removed. At the time of surgery, I was advised that this procedure would be a permanent way to control my weight and that it can be adjusted. I was told at that time that the percentage of patients who had problems or needed reversal was less than 1%. I not only gained the weight but have medical issues as a result."